Event description:
The customer received a blood glucose reading of 50 mg/dl from her breeze2 meter and a reading of 180 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and insisted her meter be replaced. No product will be returned. A replacement meter was sent to the customer.